Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested to return the ilet due to dexcom g7 sensor connection issues and preferred to resume a previous automated insulin delivery system, with no alerts or alarms reported and no responsible device identified for the signal loss. Symptoms included no clinical symptoms reported. Outcomes included no impact on health or need for medical care. Investigation included case intake, education on next steps, and an offer to troubleshoot that the user declined. Investigation of this case revealed no confirmed device malfunction or component failure and no verification of a communication fault because troubleshooting was not performed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of replicable evidence and limited information.